Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-feb-2026, a sales representative reported via phone that an ar-4551 sutureloc meniscal root repair kit experienced an issue during a meniscal root repair procedure performed on (B)(6) 2026. While drilling the tibia, the drill pin fractured into two pieces. All fragments were successfully retrieved. A replacement ar-4551 sutureloc meniscal root repair kit was opened and used to complete the procedure without further complication. The event resulted in less than 15 minutes of procedural delay, and no additional anesthesia was administered. No patient harm was reported.